Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a pd procedure, the blade was broken off when the doctor cleaned the blade in about two or three hours use. Another device was used to complete the case. There were no adverse consequences to the patient.